Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d9, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint (loss of image) was not confirmed. Additionally, the repair center found low angulations, deep scratches at the biopsy channel opening, bending section cover adhesive was cracked, one element of the ultrasonic image was broken, and oes image not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound bronchofibervideoscope had no image and bad angulation control. The issues occurred when preparing the scope for use for a diagnostic procedure. There was no reported patient harm or impact due to this event.